Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown medication (unknown concentration and dose) via an implantable infusion pump. The other medications that the patient was taking at the time of the event could not be obtained. The pump's indications for use (IFU) were noted as non-malignant pain and failed back surgery syndrome. It was reported that the reps were requested to be at a catheter revision on the evening of (B)(6) 2016, however while on route, they were cancelled. The hcp stated that he didn't need them as he was explanting the system. A rep followed up on the next day to ask about the patient and was told that the system was fine and working, however, the patient had a persistent hygroma and that multiple blood patches had been performed since implant with no success in preventing the hygroma from returning. A neurosurgery consult was also done. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed on (B)(6) 2016 and it was normal. The infusion system was explanted and discarded. At the time of the report, the patient was alive with no injury and the issue had been resolved. Additional information was received from the rep on (B)(6) 2016. The rep mentioned not having access to the patient's medical history or allergies. The hygroma was caused by a cerebrospinal fluid (csf) leak around the catheter at the spine. The pump and catheter were disposed of by the hcp. The rep was going to ask for pump medication information and how the patient was doing or when the post-operative follow-up was going to be. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.